Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited the display picture was green. The issue occurred during a procedure. There was no report of patient harm.

Event description:
It was reported that the rigid video scope exhibited the display picture was green. The issue occurred during a procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor crack on side of vc (video connector) and dents on distal edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image was due to defective outer tube. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.